Event description:
During an in-clinic follow-up, the device went into backup (bvvi) mode due to event queue overflow and an interrogation issue. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.